Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed. The patient was asymptomatic. Further testing and programming changes were recommended.